Event description:
It was reported that the customer dropped the insulin pump in water. Customer stated that he took the battery out of it and let it dry. Customer stated that the pump did not work for a day or two, but then it started working. Customer stated that the pump did not work for a day or two. Customer declined troubleshooting. Customer's blood glucose level was 160 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-85980.